Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Ref MFR report: 1627487-2013-13690 and 1627487-2013-13692. The pt reported, she had fallen a few months ago and broke her hip. The pt stated, she felt her stimulation caused her to fall and she has kept her system off since the fall for she is afraid to turn it on. The pt does not like her system and wants it explanted. A sjm rep offered to reprogram the pt but the pt declined. Surgical intervention may be taken at a later date to address the issue.